Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty to remove lock line and lock line frayed [break]. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation with grade of 4. The clip delivery system (cds) was advanced to the mitral valve without issue. Upon clip deployment, the physician felt tension with the lock line. At this point, one end of the lock line was already in the handle; therefore, the physician pulled a little more on the lock line and it stopped retracting. The clip was implanted, reducing mr 2. The cds was removed and the lock line was able to be removed. Upon removal of the lock line, it was noticed that the end was frayed [broken]. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information and without the device to analyze, a definitive cause for the reported difficult to remove the lock line in this incident could not be determined. The break on the lock line is a cascading effect of the difficult to remove the lock line. There is no indication of product quality issue with respect to manufacture, design or labeling.